Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the haptic was fractured as it was being implanted. The iol remained implanted, at that time. Within days the iol became decentered and it was exchanged three weeks following the initial surgery. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Solution and broken/torn haptics were observed. Optic damage and solution were also observed. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of the surgical solution, the damage is most likely customer related. (B)(4).